Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred during the load sequence. Customer's blood glucose level was 221 mg/dl. A new cartridge was successfully loaded resolving the alarm.